Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8166569.

Event description:
It was reported that the patient's left t12 lead was replaced due to high impedances. Effective therapy was established post-operatively.

Manufacturer narrative:
Correction: section d6b date of explant in the initial report should have been (B)(6) 2022 instead of being blank. This correction is reflected in this additional report 1.